Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin s3 console. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). A replacement pressure module has been provided to the customer. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the sorin s3 console showed a pressure reading of 800 during a procedure. There was no report of patient injury.